Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, date implanted - ni, manufacture date ¿ ni.

Event description:
Patient alleges experiencing left knee pain after multiple revisions. No additional information has been provided.